Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: performed service & repair functions. Attached box label, electrical safety and vapr vue repair record. Nothing noted in the service history that could have contributed to the complaint. As per customer's complaint of generator intermittently recognize the electrode. Unit was evaluated, and failed the temperature test. To correct the problem, replaced the idt board. Minor scratches on unit top plate, fascia and base plate; no repairs needed. Unit's software was upgraded to the latest revision. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a biceps procedure, when attaching the electrode to the generator, it intermittently recognized the electrode. They were able to get through the procedure by manipulating the electrode in the connector port. No patient consequence was reported. The following additional information was received via phone by mitek complaints on 14october2015: the sales representative stated that the failure was caused by the generator and that there was no issue with the electrode. The sales representative stated that the failure was caused by the port that the electrode connects to on the generator. The sales representative reported that the surgeon was able to complete the procedure with the devices with no delays.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.